Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported ventricular tachycardia, low flow alarms and failure to thrive, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2020 at 1:19:31 to (B)(6) 2020 at 14:15:14. On (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020 there were numerous captured events where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 70 low flow fault and 11 low flow alarms. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until they expired on (B)(6) 2020. No product is available for investigation. Incidental findings: rotor instability events observed in the submitted log files. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 31jan2020. Heartmate 3 lvas IFU, section 1 entitled ¿introduction¿ lists cardiac arrhythmia, peripheral thromboembolism and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a complicated implant admission with multiple episodes of ventricular tachycardia and a failure to thrive. A review of the log file captured low flow events on (B)(6) 2020, occurring when the pulsatility index (pi) is elevated.

Manufacturer narrative:
Sections b2, b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient had frequent low flow alarms. The patient requested to go home on hospice. The account requested low flow software to help in patient comfort at home. Low flow software was installed. The patient expired on (B)(6) 2020, on home hospice. Autopsy was not performed. The device was not explanted.